Event description:
Prior to the device replacement, the patient experienced a burning/searing sensation on her back when the amplitude was turned up. Some of the impedances were normal but 3 or 4 of them were open circuits. During the replacement surgery, after the setscrews were loosened, the extension's lining pulled away and the inner wires were exposed when the lead was pulled out of the extension.

Event description:
It was reported that the patient lost stimulation sensation approximately five months ago. There was no reported accident or incident related to the loss of stimulation and the implantable neurostimulator remained charged during this time. Impedance readings were reported to be >3600 ohms on electrodes 1 and 9. A revision of the implantable neurostimulator system has been scheduled for the near future. Additional information has been requested, but was not available as of the date of this report.

Event description:
The entire device system was replaced. The patient was doing wonderful and the stimulation felt better than it ever had before.

Manufacturer narrative:
Lead model 3887-33 serial # (B)(4) explanted: (B)(6) 2012; lead model 3887-33 serial # (B)(4) explanted: (B)(6) 2012; extension model 3708340 serial # (B)(4) explanted: (B)(6) 2012; extension model 3708340 serial # (B)(4) explanted: (B)(6) 2012.

Manufacturer narrative:
Final device analysis for the ins revealed no anomaly found. Final device analysis for extension (B)(4) revealed no anomaly found. Final device analysis for extension (B)(4) revealed no anomaly found. Final device analysis for lead (B)(4) revealed the body conductors were broken at the twist lock anchor site. Final device analysis for lead (B)(4) revealed the body conductors were broken at the twist lock anchor site.

Manufacturer narrative:
Lead model 3887-33, serial # (B)(4), implanted: 2001-(B)(6), explanted: unknown, lead model 3887-33, serial # (B)(4), implanted: 2001-(B)(6), explanted: unknown, extension model 3708340, serial # (B)(4), implanted: 2006-(B)(6), explanted: unknown, extension model 3708340, serial # (B)(4), implanted: 2006-(B)(6), explanted: unknown, programmer model 37742, serial # (B)(4), recharger model 37752, serial # (B)(4).

Event description:
Additional review determined this event was also reporter under MFR. Rep. # 3007566237-2012-02047. All future follow-up will be reported under this MFR. Rep. # 3004209178-2011-09830.